Event description:
It was reported that the patient was hospitalized with post covid pneumonia. The power consumption value suddenly increased and a blood clot in the pump was suspected. Pump power was increasing from average of 3w to around 10w and the physician suspected pump thrombus. Clinical findings included an ldh value of around 200-250, which was only slightly elevated from normal. The log file captured the power and flow to be trending down then up. It was also noted that the power and flow spiked up on (B)(6) 2025. The pump power was routinely in the 7.8-3.9-watt range and flow 10.6-3 lpm range. 129 pulsatility index events were also seen in the log file. It was recommended to monitor the patient and look at the clinical indications that may confirm other conditions.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the thrombus was not found and the cause of the power and flow fluctuations was unknown. On the day the power consumption value was reported to have increased, the international normalized ratio (inr) was 1.8, a little lower than the management target of 2.0. There were no particular recent changes to pump parameters. Blood test and computed tomography (CT) scans were performed. However, the CT images were not available. Other than the power and flow fluctuations, there were no symptoms of thrombus. Anticoagulation and progress were being monitored closely. The power consumption stabilized and there were no signs of cerebral infraction. So, the patient was being monitored.

Manufacturer narrative:
B2 - outcomes attributed to adverse: correction.d4 - UDI: correction. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported elevation in pump power; however, a specific cause for this elevation could not be conclusively determined through this evaluation. The submitted log file contained data from the default timestamp of (B)(6) 2001 and from (B)(6) 20204 through (B)(6) 2025. Elevated power and flow values were captured on (B)(6) 2025. No other notable events were captured, and the system appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1 of the IFU provides an explanation of all pump parameters, including pump power, flow, and pulsatility index (pi). This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.